Event description:
It was reported that an ilet user awoke to pump alarms and experienced a tubing occlusion alert with persistent hyperglycemia last recorded at 393 mg/dl, after which the occlusion alert cleared but blood glucose remained elevated, and the cartridge volume was low. Customer care provided support that included remote troubleshooting, education, and recommendation to perform a full supply change. Investigation of this case revealed that the occlusion was resolved only after the full supply change, consistent with an infusion set or tubing obstruction leading to interrupted insulin delivery and high glucose. No clinical symptoms associated with hyperglycemia reported. Outcomes included a follow-up confirming blood glucose trending down without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set/tubing occlusion with supply replacement restoring normal function.